Manufacturer narrative:
The insulin pump was returned with power error 38 during rewind due to corroded motor home switch also, received with traces of corrosion at the electronic assembly. Unable to verify pump error 43, pump error 130 or perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due pump error 38. The insulin pump had minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms that occurred several times over different days. The customer's blood glucose reading was unknown at the time of incident. No further details provided.